Manufacturer narrative:
Tandem¿s t:slim x2g5 user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred. Reportedly, the cartridge had been filled with 300 units of insulin and the customer did not perform the air removal process. A new cartridge was loaded resolving the issue. Blood glucose level was not impacted.